Event description:
It was reported that the right ventricular lead was oversensing; 25000 short v-v intervals were noted within three months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).